Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was reported that the patients contacts on one lead had high impedances. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was reported that the patients contacts on one lead had high impedances. The patient will undergo a revision procedure.

Manufacturer narrative:
Sc-2218-70 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. All cables were fractured on the lead body at the kinked site where the clik anchor was positioned. Fracture location is 1 cm from the clik anchor set screw mark. Two cables were exposed at the site.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was reported that the patients contacts on one lead had high impedances. The patient will undergo a revision procedure.